Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1; (B)(6). H6: a philips remote service engineer (rse) spoke to the customer and confirmed that the audio emits very low sound/ low level even if it is adjusted to the maximum level. The rse determined the failure to be the mainboard and it needed to be replaced. A nemo (non engineering material only) service was agreed upon. The customer was provided a replacement mainboard to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a defective mainboard. The reported problem was confirmed. The customer was provided a replacement mainboard to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the avalon fm20 fetal monitor where the audio emits very low sound. The device was in use at the time of the event. No adverse event was reported.